Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that after 1-2 days of using the infusion set, the headset adhesive becomes wet with insulin. She stated, she smells insulin and her shirt becomes wet. She has experienced elevated blood glucose of approximately 200-310 mg/dl as a result. She stated, she had no issues with the previous infusion set type. She stated, infusion set cannula is not bent upon removal. She believes the cannula may be too short. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion sets are not available to be returned for evaluation.